Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was that the patient had vt (ventricular tachycardia) episodes and the implantable cardioverter defibrillator (ICD) withheld for supra ventricular tachycardia (svt). The ICD remains in use. No further patient complications have been reported as a result of this event.